Event description:
It was reported that the patient's blood glucose levels were consistently reading high, and the patient was not receiving the expected alerts. It took approximately 24 hours for the blood glucose levels to decrease after the patient administered manual insulin injections. The patient's primary concern was that they were not being notified of high glucose readings. The patient also reported that, on the previous night, they replaced the cassette, tubing, and infusion site three times. When the glucose reading displayed high, the patient verified the result with a blood glucose meter, which showed a value greater than 400 mg/dl. After changing the supplies, the patient stated that their blood glucose levels began to decrease. The patient also reported an occasion within the past month when a finger-stick measurement indicated a blood glucose level of 600 mg/dl. The patient could not recall the exact date. The patient stated that when their glucose level is high, they do not review the event history and instead focus on treating the elevated glucose level. During episodes when the glucose level reached 600 mg/dl, the patient experienced nausea, checked their phone, observed that the glucose reading displayed high, and administered manual insulin injections. The patient confirmed that they were not receiving alerts on either their apple watch or their phone. There was patient involvement.

Manufacturer narrative:
B3 ¿ date of event: the exact date of the event is unknown; therefore, the first day based on the ICU medical awareness date was entered as the event date.device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Correction: h1 - type of reportable event: updated from malfunction to serious injury.